Event description:
It was reported an infection occurred approximately six weeks post implant of the lead. It was further reported the organism is unknown. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.